Manufacturer narrative:
This follow up report is being filed to relay additional information. The reported event was confirmed. Device was returned; visual examination determined that the old style poly bag was used for packaging this device. Also, it was determined that the plastic bag was torn because of it sticking to the implant. Device history report was reviewed and no discrepancies were found. Investigation concluded that the reported event was due to a previously identified design issue for which corrective action has been initiated. Review of complaint history determined that no further action is required. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign source- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation due to the device remains implant. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported when the surgeon tried to remove the femoral implant from the plastic bag, he noticed part of the plastic bag was stuck to the femoral implant. Surgeon was able to remove plastic from the implant by rubbing it off with a wet sponge. The surgeon went ahead with the procedure and implanted the femur. No adverse events were reported as a result of the malfunction.